Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm 34 and decided to replace the pump, which was under warranty. The caller was instructed on how to put the pump into storage mode and was guided to return the problematic pump using a ups return box and pre-paid label. The customer was advised to program their pump settings and connect their cgm to the replacement pump, which was sent by technical support. The customer acknowledged all instructions provided.